Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a partial display and an unexpected hardware reset error occurred. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. Customer stated that they noticed the center of screen has a darken spot and bottom section of insulin pump screen. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was performed self test and it was pass. Customer stated that the insulin pump keeps resetting on its own. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.